Event description:
Procedure type: nissen. According to the reporter: the needle came off of unit and was unable to be retrieved. There was extended or time.

Manufacturer narrative:
Date of initial report: 05/07/2009.